Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the setup and priming of a centrimag system, the customer noticed a rattling/pulsating magnet /rotor when the blood pump was inserted into the centrimag motor. No patient was involved in this report. The customer recognized that the pulsating blood pump the motor was unusual and opted not to use the system. The condition did not produce any alarms.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4 - primary unique device identification (UDI) number: corrected. Section h8 - usage of device: corrected manufacturer's investigation conclusion: the reported event of a rattling sound coming from the pump when inserted in the centrimag motor was confirmed and reproduced. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was evaluated at the service depot. The motor was connected to a mock loop and the m2 motor disconnect and m4 motor alarm appeared on the console. The impeller was noticed to vibrate within the motor receptacle, confirming the reported event. The alarm was unable to be cleared. The motor was tested in a second mock loop and had the same result. The motor could not be repaired and will be removed from service. The motor was forwarded to ppe for further analysis. Upon arrival at ppe, continuity testing revealed open line on the hx/hy line which would cause motor alarms. The motor¿s lemo connector was opened, and the connections of its wires to the connector were observed. The motor¿s grey signal wire was observed to have been detached from its solder joint within the connector, indicating that the connection was not properly soldered. Damage to this wire would cause the motor to not function as intended and would cause the reproduced alarms and impeller vibration. The root cause of the reported event was determined to have been an improper solder connection of the grey signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.